Event description:
It was reported the patient experienced a cerebrospinal fluid leakage during her scs implant procedure. The patient additionally began experiencing a headache postoperatively. The patient's physician instructed her to lie down and will follow-up with the patient to determine if any further steps are necessary to address the issue.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient no longer has a headache, and the issue has reportedly resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.